Event description:
It was reported by the user facility that the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure for not working correctly was confirmed as heat was confirmed by the technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the bearings were damaged.

Event description:
It was reported by the user facility that the core impaction drill was overheating. The user facility was not able to provide any further information regarding the reported event.